Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown; further described by the consumer as they doubted it was caused by breaking aseptic technique when adding potassium into dianeal no further information was provided). On unreported dates, the patient was hospitalized due to the peritonitis and the patient began treatment for the event with an unspecified injection and unspecified medicine (doses, frequencies, and routes were not reported). It was reported that pd therapy was ongoing during the peritonitis treatment. On an unreported date, the patient was recovered from the event. No additional information is available.